Event description:
The customer reported that during use a flame appeared on the tip of the electrode and the 2mm long coating was burned. There was no pt injury. The generator was set with cut at 30w and coag at 30w.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.